Event description:
It was reported that a malfunction occurred with the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Customer was assisted by support to reset the pump, and the malfunction did not recur.